Manufacturer narrative:
An event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause could not be confirmed due to the limited information provided. If additional information is received, the investigation will be re opened.

Event description:
Surgeon did a head/ poly exchange because of elevated ions due to trunionosis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon did a head/ poly exchange because of elevated ions due to trunionosis.